Manufacturer narrative:
Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37743 serial# (B)(4), recharger model 37752 serial# (B)(4).

Event description:
It was reported that the patient could not adjust stimulation. He completed a recharge session and saw the implantable neurostimulator full icon. The display showed that stimulation was on, but the patient could not feel it. The patient attempted communication with the patient programmer the following morning and the display showed the "in the box" icon. The patient was programmed on (B)(6) without problems and experienced stimulation with complete coverage of his pain areas.